Manufacturer narrative:
The healthcare provider noted they are unsure if the screw break is the cause of the patient pain as the patient has many complications.

Event description:
An implanted screw was found to be broken approximately 3 weeks post implantation.